Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the cannula of the infusion set was missing when the patient removed the self-adhesive patch from her body. This issue occurred two or three months ago. On (B)(6) 2022, the patient started to have discomfort at the insertion site and went to the doctor. The doctor confirmed the cannula was still in the patient's body and planned a surgical intervention for (B)(6) 2022. On (B)(6) 2022, the patient's doctor could not find the cannula under the skin, so an ultrasound was scheduled for (B)(6) 2022. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the cannula of the infusion set was missing when the patient removed the self-adhesive patch from her body. This issue occurred two or three months ago. On (B)(6) 2022, the patient started to have discomfort at the insertion site and went to the doctor. The doctor confirmed the cannula was still in the patient's body and planned a surgical intervention for (B)(6) 2022. On (B)(6) 2022, the patient's doctor could not find the cannula under the skin, so an ultrasound was scheduled for (B)(6) 2022. No further information was provided.